Manufacturer narrative:
Result: load cell.

Event description:
It was reported by service report that the bed scale did not work. There was pt involvement, however, no adverse consequences were reported.